Event description:
Patient presented to the physician with swelling and wound dehiscence at the incision sites. Physician re-sutured the sites and prescribed an antibiotic.

Event description:
Patient presented to the physician with pain. Physician brought the patient into the operating room, removed the ipg and sensing lead, capped the stimulation lead, and closed.